Event description:
No additional information.

Manufacturer narrative:
Fourteen samples were provided to our quality team for investigation. Through visual inspection, it was observed that thirteen plungers have damaged stoppers. The condition observed is non-conforming per product specification. The potential root cause of the damaged stopper is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2063469. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 1ml ll bns stopper was misaligned. The following information was provided by the initial reporter translated from dutch to english: it was reported that they use the 1ml syringe 309648 and fill it to 0.06ml. They notice that the stopper is not straight and sloping. This makes it difficult to fill the syringe precisely. This was discovered during filling. So for use and there are no patients involved. Samples are available. These are not filled with medicine.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.